Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to aspirate a thrombus in the rca with an export aspiration catheter however during the procedure it is reported that the catheter failed to aspirate. The physician was unable to identify the reason for aspiration not being possible. There was no damage evident to the device post procedure. No intervention was required. The procedure was completed using a new device. No injury was caused to the patient as a result of this event.